Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: unknown location/ low lying essure devices'), menorrhagia ('abnormal bleeding(vaginal, menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure (batch no. 626207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache. Concurrent conditions included migraine, dysmenorrhea, mood swings, blood pressure high, panic attack and uterine enlargement. Concomitant products included cyclobenzaprine from (B)(6) 2015 to (B)(6) 2018, ibuprofen from (B)(6) 2011 to (B)(6) 2017, loperamide hydrochloride (lomotil) from (B)(6) 2008 to (B)(6) 2009, medroxyprogesterone acetate (depo provera) since (B)(6) 2008, naproxen from (B)(6) 2007 to (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2008 and promethazine from (B)(6) 2007 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety/mental anguish") and depression ("depression"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary tract disorder nos"). The patient was treated with sertraline, sertraline hydrochloride (zoloft) and surgery (novasure ablation, d&c). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, anxiety, depression, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: patient did not underwent essure confirmation test but as per previous fu: patient underwent essure confirmation test via hysterosalpingogram. There are three coils in the uterine cavity(right side) and two coils were visualized in the endometrial cavity(left side). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: depression, anxiety, abdominal pain, pelvic pain female, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received.event:urinary tract disorder nos, bladder disorder nos were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: unknown location/ low lying essure devices'), heavy menstrual bleeding ('abnormal bleeding(vaginal, menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure (batch no. 626207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache. Concurrent conditions included migraine, dysmenorrhea, mood swings, blood pressure high, panic attack, uterine enlargement, dizzy and light-headed. Concomitant products included cyclobenzaprine from (B)(6)2015 to (B)(6)-2018, ibuprofen from (B)(6)2011 to (B)(6)2017, loperamide hydrochloride (lomotil) from(B)(6)2008 to (B)(6)2009, medroxyprogesterone acetate (depo provera) since(B)(6) 2008, naproxen from(B)(6)2007 to(B)(6)2018, paracetamol (acetaminophen) since (B)(6) 2008 and promethazine from (B)(6)2007 to (B)(6)2016. On(B)(6)2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety/mental anguish") and depression ("depression"). On (B)(6)2017, the patient experienced device dislocation (seriousness criterion medically significant), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary tract disorder nos"). The patient was treated with sertraline, sertraline hydrochloride (zoloft) and surgery (novasure ablation, d&c). Essure treatment was not changed. At the time of the report, the device dislocation, heavy menstrual bleeding, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, anxiety, depression, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: patient did not underwent essure confirmation test but as per previous fu: patient underwent essure confirmation test via hysterosalpingogram. There are three coils in the uterine cavity(right side) and two coils were visualized in the endometrial cavity(left side) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: depression, anxiety, abdominal pain, pelvic pain female, dysmenorrhea. Lot number: 626207 manufacture date: 2007-11 expiration date: 2009-10 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on(B)(6)2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: unknown location/ low lying essure devices'), heavy menstrual bleeding ('abnormal bleeding(vaginal, menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure (batch no. 626207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache. Concurrent conditions included migraine, dysmenorrhea, mood swings, blood pressure high, panic attack, uterine enlargement, dizzy and light-headed. Concomitant products included cyclobenzaprine from (B)(6) 2015 to (B)(6) 2018, ibuprofen from (B)(6) 2011 to (B)(6) 2017, loperamide hydrochloride (lomotil) from (B)(6) 2008 to (B)(6) 2009, medroxyprogesterone acetate (depo provera) since (B)(6) 2008, naproxen from (B)(6) 2007 to (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2008 and promethazine from (B)(6) 2007 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety/mental anguish") and depression ("depression"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary tract disorder nos"). The patient was treated with sertraline, sertraline hydrochloride (zoloft) and surgery (novasure ablation, d&c). Essure treatment was not changed. At the time of the report, the device dislocation, heavy menstrual bleeding, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, anxiety, depression, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: patient did not underwent essure confirmation test but as per previous fu: patient underwent essure confirmation test via hysterosalpingogram. There are three coils in the uterine cavity(right side) and two coils were visualized in the endometrial cavity(left side). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: depression, anxiety, abdominal pain, pelvic pain female, dysmenorrhea. Lot number: 626207, manufacture date: 2007-11, expiration date: 2009-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: unknown location/ low lying essure devices'), heavy menstrual bleeding ('abnormal bleeding(vaginal, menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure (batch no. 626207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache. Concurrent conditions included migraine, dysmenorrhea, mood swings, blood pressure high, panic attack, uterine enlargement, dizzy and light-headed. Concomitant products included cyclobenzaprine from (B)(6) 2015 to (B)(6) 2018, ibuprofen from (B)(6) 2011 to (B)(6) 2017, loperamide hydrochloride (lomotil) from (B)(6) 2008 to (B)(6) 2009, medroxyprogesterone acetate (depo provera) since (B)(6) 2008, naproxen from (B)(6) 2007 to (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2008 and promethazine from (B)(6) 2007 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety/mental anguish") and depression ("depression"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary tract disorder nos"). The patient was treated with sertraline, sertraline hydrochloride (zoloft) and surgery (novasure ablation, d&c). Essure treatment was not changed. At the time of the report, the device dislocation, heavy menstrual bleeding, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, anxiety, depression, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: patient did not underwent essure confirmation test but as per previous fu: patient underwent essure confirmation test via hysterosalpingogram. There are three coils in the uterine cavity(right side) and two coils were visualized in the endometrial cavity(left side) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: depression, anxiety, abdominal pain, pelvic pain female, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: unknown location'), menorrhagia ('abnormal bleeding(vaginal, menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure (batch no. 626207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache. Concurrent conditions included migraine, dysmenorrhea, mood swings, blood pressure high, panic attack and uterine enlargement. Concomitant products included cyclobenzaprine from (B)(6) 2015 to (B)(6) 2018, ibuprofen from (B)(6) 2011 to (B)(6) 2017, loperamide hydrochloride (lomotil) from (B)(6) 2008 to (B)(6) 2009, medroxyprogesterone acetate (depo provera) since (B)(6) 2008, naproxen from (B)(6) 2007 to (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2008 and promethazine from (B)(6) 2007 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety/mental anguish") and depression ("depression"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with sertraline, sertraline hydrochloride (zoloft) and surgery (novasure ablation, d&c). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: patient did not underwent essure confirmation test but as per previous fu: patient underwent essure confirmation test via hysterosalpingogram. There are three coils in the uterine cavity(right side) and two coils were visualized in the endometrial cavity(left side). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: depression, anxiety, abdominal pain, pelvic pain female, dysmenorrhea. Most recent follow-up information incorporated above includes: on 10-oct-2019: plaintiff fact sheet received.lot number was added. Events: abnormal bleeding (vaginal, menorrhagia) were added. Event psychological trauma was replaced with the events: anxiety/mental anguish, depression. Surgery ablation was added to the event menorrhagia. Event onset date were updated. Concomitant drugs, treatment drugs and concomitant conditions, historical conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: unknown location'), menorrhagia ('abnormal bleeding(vaginal, menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure (batch no. 626207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache. Concurrent conditions included migraine, dysmenorrhea, mood swings, blood pressure high, panic attack and uterine enlargement. Concomitant products included cyclobenzaprine from (B)(6) 2015 to (B)(6) 2018, ibuprofen from (B)(6) 2011 to (B)(6) 2017, loperamide hydrochloride (lomotil) from (B)(6) 2008 to (B)(6) 2009, medroxyprogesterone acetate (depo provera) since (B)(6) 2008, naproxen from (B)(6) 2007 to (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2008 and promethazine from (B)(6) 2007 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety/mental anguish") and depression ("depression"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with sertraline, sertraline hydrochloride (zoloft) and surgery (novasure ablation, d&c). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: patient did not underwent essure confirmation test but as per previous fu: patient underwent essure confirmation test via hysterosalpingogram. There are three coils in the uterine cavity(right side) and two coils were visualized in the endometrial cavity(left side) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: depression, anxiety, abdominal pain, pelvic pain female, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and psychological trauma ("psych injury"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Events: migration, abdominal pain , dysmennorhea (cramping), general abnormal bleeding, psych injury were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.